Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
"It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose (bg) level was 534 mg/dl with life threatening ketones. It was reported that the cause of the high bg was due to an epileptic seizure. The customer was transported to the hospital for treatment of seizure and high bg. The customer reverted to an alternate method in insulin therapy.